Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure via the right internal jugular vein using the powerport m.r.I. Isp in the right chest wall. Prior to procedure, upon opening the package, it was noted that there were visible creases in the guidewire and also the guidewire was significantly bent and partially fractured. The procedure was completed using another device. There was no patient contact.